Manufacturer narrative:
(B)(4).

Event description:
It was reported that a knee surgery was extended by 60 minutes after it was noticed the implant had broken through the inner packaging and had lost sterility.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed there is a hole punctured in the outer box through the inner sterile tray. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2007. This failure is potentially due to transit damage. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.